Event description:
Boston scientific received information that the patient with this right ventricular lead was hospitalized after experiencing palpitations. Interrogation revealed loss of capture. It was thought this lead was dislodged. A revision procedure was performed. Attempts to reposition this lead were unsuccessful. This lead was removed and replaced successfully. Post procedure, acceptable lead measurements were obtained.

Manufacturer narrative:
According to available information, this lead was successfully replaced and no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.